Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the distal end outer tube bent, there was fiber breakage and scratches on the distal end of the objective window and a broken lens in the optical system. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope, had a broken lens. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: excessive use. Olympus will continue to monitor the field performance of this device.